Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a codman perforator (ID (B)(4) was difficult to pull out from the cranium after making a burr hole and eventually disassembled when pulled out. The procedure was completed with a replacement product available. All parts were recovered, no parts remained in the patient's body. According to information provided, it is unknown if the perforator clicked in place in the drill. It is also unknown if the recommended spring tests being performed between each burr hole.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID (B)(4).was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.